Event description:
It was reported that (1) hp052 was used during an unknown procedure. It was reported by the rep that the nurse set up harmonic scalpel per request of the surgeon after hearing a lockout tone. Opened another device to complete the case. There was no consequence to pt.